Manufacturer narrative:
(B)(4). Internal file number -( B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death is listed in the supera instructions for use as a known patient effect. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying supera stents that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article titled: analysis of endovascular therapy for femoropopliteal disease with the supera stent.